Manufacturer narrative:
(B)(4). The actual sample was not returned for evaluation and the lot number of the affected device was not provided; therefore, a complete investigation could not be performed. The manufacturing records of the device could not be reviewed as the manufacturing lot number was unknown. Visual inspection of the photographs provided by the customer confirmed that the v cutter tip was broken off of the device. All v cutter tips undergo visual inspections for cracks during the manufacturing process; therefore, it is likely that the reported phenomenon occurred during handling of the unit after shipment. A definitive root cause could not be determined, but it is likely that a load was applied to the v-cutter tip during handling of the unit after shipment causing the v-cutter tip to be damaged and break off of the device. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo cardiovascular systems corporation has not received the actual device for evaluation; therefore, the investigation has yet to be completed. A follow-up report will be submitted when the investigation is complete and/or more information becomes available. (B)(4).h6 evaluation code conclusion: conclusion not yet available - evaluation in progress. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up. Actual device not being returned.

Event description:
The user facility reported to terumo cardiovascular systems corporation that a plastic piece broke off the vsp550 during vein harvesting and had to be surgically removed. The retrieval caused a minor procedure delay. A follow-up x-ray confirmed the foreign matter was successfully retrieved from the patient's leg. The device was changed out, and the procedure was completed successfully. Foreign matter in patient. Device was changed out. Procedure was completed successfully.